Event description:
New information received notes that the patient was presented remotely via merlin.net transmission. Transmissions revealed the right ventricular (rv) lead had exhibited noise and the patient was brought into the clinic, the noise was found reproducible with pocket manipulation. Upon the lead revision procedure, the patient was discharged with no reports of adverse consequences.

Event description:
It was reported that the patient presented in the hospital for scheduled implant procedure. The patient's right ventricular (rv) lead had exhibited noise over-sensing. The lead was capped and replaced on (B)(6) 2024. No patient consequences was reported.

Manufacturer narrative:
Further information was requested but not received.